Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 386 mg/dl. The customer also stated the insulin pump was alarming motor error. Troubleshooting was performed and the insulin pump passed the displacement test. The customer did not have enough supplies to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.